Event description:
It was reported that (1) device was used during a gastric tube procedure. It was reported by the affiliate that the cdh21 anvil was too loose. Finally anvil was attached to the instrument with anvil grasper. Some gastric tissue tore since anastomosis was a very deep portion. Currentlly patient condition has been carefully observed, since post operative leakage is suspected.